Manufacturer narrative:
(B)(4).

Event description:
Procedure: proctectomy. According to the reporter: used on proctosigmoid . A day after surgery, major leakage occurred and re-operation was performed. No further details could be obtained.